Event description:
The patient was undergoing a thrombectomy procedure in middle cerebral artery (mca) using a neuron max 088. During the procedure, dissection occurred in the upper cervical right internal carotid artery (ica) which was attributed to the neuron max. Following mechanical thrombectomy the neuron max was removed and exchanged for a short 7f catheter in the right femoral artery with a 5 french diagnostic catheter used to examine angiography of the right cerebral hemisphere post-dissection. Despite repeated attempts at mechanical thrombectomy it was demonstrated that there was still persistent occlusion of the right mca, and therefore, the procedure was terminated. A follow-up computerized tomography (CT) showed an occlusion in the mca, the anterior cerebral artery, and the right internal carotid artery. Due to large stroke territory and increased midline shift, urgent hemicraniectomy was performed for decompression of this territory infarct. Midline shift was reduced following procedure but persistent right mca infarct remains.

Manufacturer narrative:
Dissection is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.